Manufacturer narrative:
A ge oec service representative consulted with the facility biomed engineer and a replacement x-ray tube was ordered that the facility engineers were going to install. No further information. It is inferred that the customer mitigated this issue. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect were reported because of this malfunction.

Event description:
The ge oec 2600 fluoroscopy system displayed a saturation fault.